Event description:
Uvc line in for 14 days prior to noting that fluid was leaking out of 23 gauge port. D15w was infusing via the 20 gauge port and appeared to be leaking at the y-hub. When the line was flushed, the fluid was seen leaking from the 23 gauge port. The uvc was removed and piv was inserted. Manufacturer: please note that we do not sent products to the manufacturer, but you may arrange for pick-up by calling my number below. Packaging not available.